Manufacturer narrative:
The investigational analysis has completed. The device was visually inspected and it was found in good conditions. However, during the second visual inspection, reddish material was found inside the pebax. Then, magnetic sensor functionality was tested on carto and the catheter failed. Error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. Additionally, scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the internal failure of the sensor cannot be determined. However, an internal corrective action "has been opened to investigate was created to investigate" this issue. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the force kept displaying high. Catheter replacement resolved the issue. No adverse patient consequences were reported. The force issue is not reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. The bwi failure analysis lab (fal) received the device for evaluation on 8/29/2018 and fal findings dated 09/07/2018: catheter appears with reddish material inside pebax. The reddish material inside the pebax is not reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. This complaint is now reportable. Fal findings dated 09/13/2018: scanning electron microscope analysis showed evidence of mechanical damage, stress marks, scratches, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The hole in the pebax has been assessed as reportable. The awareness date was reset to 9/13/2018.